Event description:
It was reported to philips that the customer set the device to test the energy output at 200 joules, but the output measured at 179 joules and 172 joules. There was no patient involvement.